Manufacturer narrative:
Eval summary: the customer's reported condition was not confirmed during performance testing. The pump was tested for accuracy and found to meet spec.

Event description:
A nurse at the facility reported the pump crushes the tubing when it runs and appears to be pumping, but no fluid is infusing. This incident occurred during pt use with a standard IV infusing. Despite baxter's efforts to obtain add'l info regarding the date the report occurred, pump programming and set-up info, specific pt details, tubing prod code and lot # being used, and medical intervention, no further info was available. Alternate contact info was requested, but no alternate contact was identified. No pt injury resulted and there is no adverse outcome associated with this report.